Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-aug-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 23-may-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for call was caller stated that they put the patient into MRI mode and it showed full body eligibility. However, the reason for the MRI was for "displacement of electrode leads of implant" agent reviewed MRI guidelines with the caller and that if there was concern the lead(s) had migrated out of the epidural space, this was prohibit the patient from full body scans. Caller provided that the scan was ordered on (B)(6) 2026. Agent suggested contacting managing physician to ensure leads are still in epidural space prior to proceeding with scan. The patient was redirected to their healthcare provider to further address the issue.